Event description:
Ous MDR - it was reported that after about 10 years of implant duration oversensing was noted on this lead and the lead was deactivated. No significant modifications in pacing or shock impedance were observed. The associated ICD was implanted on (B)(6) 2010 as a standard ICD replacement. On (B)(6) 2014 the lead and ICD were explanted and not replaced. Complications were observed during the extraction with vascular lesion and consequent left hemothorax requiring a thoracic drainage. After drainage removal on april 1st, serious desaturation has been observed and assisted ventilation was started. Tc exam showed right pulmonary embolism. Patient was still in intensive care unit after 10 days from the extraction procedure. The patient is a brugada syndrome patient.

Manufacturer narrative:
Upon receipt, the visual inspection of the ICD revealed signs of abrasion. The ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 42 months and 23 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the ff as well as the rv channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.